Event description:
The patient claimed there is an issue with connection between the cartridge and infusion set. Reportedly, the infusion set tubing came loose from the cartridge when she awakes in the morning. The patient changed the cartridge and tubing several times but the issue was not resolved. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to connection issue between the cartridge and the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. The luer connection fits securely and is not loose fitting. A leak test was performed with no failures observed. There was no defect found on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.